Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and found user confused the docking issue with an unresponsive pendant. Representative explained to the user that docking can be tricky. Extend and elevate the gantry to reset the movement so the unit can properly dock. Unit is good to go. B01,c07,d02,g02040 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No add info received.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported regarding unresponsive pendant buttons as the touch panel was unresponsive on the system. No patient was present at the time of event.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.